Event description:
On (B)(6) 2012, a power supply for an hp jornada handheld device was returned. There were no allegations initiated against the power supply. The device was likely brought from the physician's previous office. An analysis was performed on the returned power supply, and it was identified that the power supply was damaged. Because of the damage, the power supply was unable to power a known good hp handheld. No further anomalies were identified during the analysis.

Manufacturer narrative:
Device failure occured but did not cause or contribute to a death or serious injury.